Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received hardware low level failure alarm. Customer¿s blood glucose level was 86 mg/dl. Customer was able to clear the alarm. Customer did receive request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer stated that the fill cannula was recorded in daily history. Customer stated that they perform a self-test and the test did not pass. Customer stated that they again performed self test and the test was failed. Customer troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. The device was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump error 63 confirmed in pump history with variable (03) due to broken trace at keypad assembly. Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. Device test failed not confirmed.